Manufacturer narrative:
If the device is returned or if any additional information is provided, the investigation will be reassessed. Device is not available for return, device is still implanted.

Event description:
The surgeon reported that the 3.5mm distal lateral femur plate requires revision.